Event description:
Dates of use: on-going. Below is an attachment with the issues wer are experiencing with our philips xper monitoring system. We installed the system in early (B)(6). Though several issues have been resolved, there remains 5 issues that philips has yet to resolve, some of which are patient critical. In summary here are the issues we are dealing with: in the cath labs we are losing ECG monitoring capability when we use electro-cautery or plasma blade cautery that does not recover and requires a reboot of the system. Similar to the above, the non-invasive blood pressure and the pulse oximetry will also lock-up and require a re-boot of the system in order to function. For both of these issues we have been attaching the patient to a separate secondary monitoring system. This issue is also present in our pre and recovery area. Also in the p&r area we will see nursing documentation disappear. Exiting the program and then going back in does cause the documentation to reappear. In the procedure rooms, the monitoring system will display st segment elevation, a sign of acute mi, when there is none on a full 12 lead ECG. This causes considerable consternation among the cardiologists who monitor this during their coronary angioplasties. Also in the p&r area we are getting monitor alarms when all of the patient parameters are within normal limits. This is leading to alarm fatigue among the staff. Philips is working to resolve these issues, but now 10 weeks into the installation we are not seeing much progress. It makes sense to met that these issues should be reportable to the FDA. Philips tells us that although they have some of these issues at other locations, they have not seen them all, and have not seen them to the extent that we are seeing them in muskegon.